Event description:
Follow up information identified the physician explanted and replaced the patient¿s two leads on (B)(6) 2020. This addressed the patient¿s issues.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, related manufacturer reference number: 1627487-2020-21960. It was reported the patient experienced ineffective stimulation and shocking sensation while stimulation was turned on at lowest level. Diagnostics revealed high impedances on one of the patient¿s leads. Reprogramming was unable to cover the target area with the second lead. To address the issue, the patient may be awaiting surgical intervention. It is unknown which lead had high impedances, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.